Event description:
Alcon clear care plus solution. I mistakenly thought this solution was a multi-purpose solution for soft contacts. After reading the box and following the instructions, the next morning I used the bottle to rinse the contact before placing it in my eye. Of course I found out real fast how badly it burns. I went to their website confused as to why this happened and had to search their faq's to figure it out. Yes the lid is red with a warning (I see that now) but honestly I had read the box it came in and not the bottle. After reading the box I was under the impression that it was a multi-purpose solution like the rest of the solutions on the shelf at the store next to it. The box only explains how to soak the lens for six hours. It doesn't continue to explain what to do after soaking. So I assumed I took them out and rinsed them. Come to find out after soaking for six hours the solution is neutralized and then you can put them right in or use a saline to rinse before putting them in your eye. The box does not explain that. I think there should be much better packaging on the outside box which is usually what you read first before purchasing anything. Something with a much clearer warning label that this is a disinfectant only not a saline and should never been put directly in the eye. Medication not administrated to or used by the patient. Reporter's recommendations: instructions on what to do after the contacts soaked for 6 hours would be beneficial so that nothing is assumed. Relevant materials not provided. (B)(6).